Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was observed on the inner lumen near approximately 3.8cm from iab tip. A kink was observed on the catheter tubing approximately 49cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were detected on the membrane approximately (primary abrasion) 1cm and (sharp edge) 21.8cm from the rear seal and measuring (primary abrasion) 0.013cm and (sharp edge) 0.191cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The second penetration found on the membrane appears to have been caused by a sharp object that may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint #(B)(4).

Event description:
N/a

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm and blood was found in the tubing. The iab was removed and a new one was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text : device not returned.